Manufacturer narrative:
The report of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message observed on the autopulse platform (sn (B)(4)) was reproduced during functional testing. The platform displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. Review of the archive data revealed multiple occurrences of the ua 7 error message on the reported event date of (B)(6)2017, confirming the reported event. As part of routine service during testing, the platform was examined and found that the driveshaft exhibits binding and resistance. This observed issue is unrelated to the ua 7 error message. After replacement of the load cell, the clutch plate was deburred; the device was further tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
The autopulse platform (sn (B)(4)), during shift check, displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message during power up. The user tested the platform using a mannequin with the same issue observed. No patient was involved with this event.